Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus didn't respond to the screen due to a damaged touchscreen (bezel). Analysis also found the speakers were making a strange noise during startup of programmer and during calibration procedure; speakers were worn. The lower case handle was broken. It was noted error was found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen does not answer to the stylus pen, even after changing the pen. The programmer was returned for service. No patient complications have been reported as a result of this event.